Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump is not functioning properly; when the threshold suspend activates the pump does not unsuspend two hours later like it is supposed to. The customer was also hospitalized right before easter, and that the customer has issues with both high and low blood glucose levels. The customer's mother refused to proper any additional information regarding the hospitalization. The customer's mother was advised to have the patient call the 24-hour helpline in order to troubleshoot the high and low blood glucose levels. No products were returned or shipped.